Event description:
It was reported that the patient's pump had alarmed for no disposable. The patient had taken the cassette off and replaced it, now the pump says stopped. The patient needed assistance with restarting their pump. The pump settings were reviewed and the pump was started and continued to run. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.